Event description:
It was reported that in preparation for a renal artery stenting procedure, a shaft break occurred. The express vascular sd stent 5.0x15x150cm stent catheter shaft was broken when the package was opened. Another of the same device was used to complete the procedure. The pt's condition is reported as "stable".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).